Event description:
It was reported in the report that on (B)(6) 2026, pwd phoned, reported that she had an infusion set fell off and a kinked cannula and requested replacements. Pwd shared that she was running high on monday and cgm reflected 450 mg/dl. Pwd bolused and added another site while at work. Once she switched sites, her cgm reading started coming down. Once pwd was home, she removed the initial site and discovered the cannula was kinked. Event happened more than 24 hours prior to call to pss. There was a difference about the cannula found. Cgm and/or bgm at time of event was 450 mg/dl. The type of cgm that was being used was freestyle libre 3 plus. The infusion set was replaced last 24 hours. The pwd was wearing the infusion set. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 - lot - unknown.